Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-03549 and 1627487-2013-03550. It was reported the patient experienced a shocking sensation and sharp pain from her scs ipg while using system stimulation. Subsequently, the patient went to the ER. Eventually, the system was turned off. On (B)(6) 2013, follow-up identified the issue has resolved as the patient is using a low stimulation program and is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.